Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the implantable drug infusion device. The drug being delivered was prialt (ziconotide) with an unknown dose and concentration. The patient recently moved and has not been able to find a healthcare professional (hcp) to refill the pump. This is due to the patient having prialt in the pump. The last pump refill was in (B)(6) and caller reported that the patient is "120 days past due" for a refill of the pump and reported that it is "not working" and the patient is "in pain." ¿it's been over a month ago" since it first started. The reason for call was to request assistance locating hcp to refill patient's pump. Hcp listings were sent per caller's request. Caller was redirected to follow up with hcp to discuss symptoms/refill pump. There were no further complications reported/anticipated.